Event description:
A surgeon reports that after intraocular lens (iol) implant surgery, the pt exhibited persistent inflammation. The surgeon noticed a fiber behind the iol on post-op day three. The fiber was removed and an anterior vitrectomy was done on post-op day seven. The pt was treated with oral steroids and a high dose of topical steroids.